Event description:
The facility reports the resident had just received their bath. The side was standing by the trolley and the pt became agitated and rolled towards the staff. The resident fell of the lift and onto the floor, hitting the right side of their head.